Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported minor injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), history of lung disease, and a tendency for pulmonary hypertension for a mitraclip procedure. After completing the procedure according to the instructions for use (IFU), the steerable guide catheter (sgc) was removed and a bidirectional right-to-left shunt was confirmed and an iatrogenic atrial septal defect (iasd). Although the shunt volume fluctuated slightly depending on the systemic blood pressure, the hemodynamics were stable. Therefore the iasd was not closed and the procedure ended. The mr was reduced to grade 1-2. There were no adverse patient sequelae. No additional information was provided.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), history of lung disease, a tendency for pulmonary hypertension. After completing the procedure according to the IFU steps, the sgc was removed and a bidirectional r-l shunt was confirmed from the iasd. Although the shunt volume fluctuated slightly depending on the systemic blood pressure, the hemodynamics were stable, so the iasd was not closed and was completed.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.